Event description:
Complainant alleged that during routine preventative maintenance the paddles did not discharge and reportedly caused the defibrillator to display a "paddle short" message. The complainant indicated that there was no pt involvement in the reported malfunction.